Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted the amplitude value was found having deviating from the standard value. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally reported that the probe on his olympus sonosurg transducer broke while wiping it outside the body cavity during a laparoscopic cholecystectomy procedure. According to the initial reporter, it was replaced with another one and the procedure was completed without any health hazard for the patient. During the device evaluation, it was discovered that the amplitude value had deviated from the standard value. This report is being submitted to capture the inconsistent values noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.